Event description:
It was reported on (B)(6) 2013, the patient noticed ¿the incision opened up.¿ it was stated, the patient bandaged it up and went to urgent care the following day. Reportedly, urgent care could not re-stitch it so they put sterile strips on it and re-bandaged it. The patient went to their healthcare provider on (B)(6) 2013 and they left the sterile strips in place and re-bandaged it. On the night of (B)(6) 2013, the patient got a high fever and a couple days later they incision started leaking and was ¿obviously getting infected.¿ it was stated, the patient went to their healthcare provider and they put the patient on intravenous infusions to stop the infection. Reportedly, the patient then went to an infectious disease doctor and was told the implantable neurostimulator (ins) was exposed and would need to be removed. The patient stated their therapy was working fine but ¿it¿s just open.¿

Manufacturer narrative:
Product ID 3889-28 lot# va0bm3w, implanted: 2013 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received from the patient reported that they had no concerns with their device therapy. Additional follow up information received from the healthcare professional (hcp) 7 days later reported date of onset of the infection was (B)(6) 2013 and confirmed patient symptoms of incisional wound opening. It was noted that the patient did not have meningitis and that perioperative antibiotics were administered. The primary site of the infection was reported to be at the ins device pocket. No cultures were obtained. It was reported that treatment for the infection included both IV and oral antibiotics and total device system explantation. In addition, it was noted that the patient has the ins and that there was no clinical signs of infection. The patient outcome was reported as infection resolved. If additional information is received, a follow-up report will be sent.